Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the rotations per minute (rpm) on the motor device were not going up as high as they were supposed to and was stopping at 40,000 rotations per minute. It was reported that this had occurred twice. It was reported that there was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low power and failed speed assessment (console 44,000 and the motor device reading 88,979). Therefore, the reported condition was confirmed. It was further observed that the device failed pre-test for hand control and sound. It was also noted that the device had a broken flex circuit and worn out bearing. It was determined that the worn out bearing caused the device to fail the sound assessment which was consistent with normal wear over time. It was also found that the worn out flex circuit was stuck inside motor housing causing the device to fail hand control assessment. The assignable root cause was determined to be due to worn out bearings and motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.